Event description:
Boston scientific received information that this right ventricular (rv) lead was not implanted due to high pacing impedance measurements and inappropriate sensing. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. No set screw marks were noted on any of the terminal pins. Slight medical adhesive (ma) was noted near the end of the proximal high voltage (hv) terminal pin, however this terminal is not used for sensing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.